Event description:
It was reported that the down arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): testing confirmed the complaint regarding unresponsive keypad. The up, down, contrast and ok keys intermittently respond and require excessive force to activate. The keypad was intact, with the up/down, contrast and ok emblems worn off. Keypad was removed to investigate; the up key contact was seen to be misaligned. There was visible contamination under all the key contacts. Unrelated to this complaint, the pump bootedto a pinkish contrast faded display screen. Pump cover removed to replace screen; pump booted to normal contrast with replacement screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.